Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation and information provided. This complaint cannot be determined or confirmed as the device was reported not available for evaluation. The likely cause of this complaint is unknown. Mvi ref: (B)(4).

Event description:
It was reported that during treatment of an aneurysm, in an attempt to "force" the coil through the tortuosity of the vasculature, the coil prematurely detached within the microcatheter. The coil was removed successfully with the microcatheter. Additional coils were deployed successfully. No patient harm or injury was incurred as a result of this complaint.